Event description:
It was reported that balloon overexpansion occurred. The 85% stenosed target lesion was located in moderately tortuous left anterior descending artery. Following implantation of a megatron stent, a 5.00mm x 12mm nc emerge was advanced for dilatation. When the balloon was inflated first to 12 atmospheres (atm) and then to 18 atm, the balloon extended beyond the marker band to the cone part. The procedure was completed with this device. No patient complications reported and the patient condition was stable.